Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 01/14/2024, it was reported that the patient experienced sweating, shaking, nausea, vomiting and palpitations. Since the readings on cgm did not match the symptoms, the patient did a fingerstick and it was showing 33 mg/dl on the bg meter and 75 mg/dl on dexcom. The cgm did not alert her that she was low because it did not reach the low threshold yet due to the high bias inaccuracy. The patient decided to take 6 glucose tablets, but was still showing low on bg. She then decided to drink coca cola. At this time, the dexcom was showing 140 mg/dl and bgm readings were still showing low. This is when they decided to call 911 and it was advised she present to the hospital. It was her husband who drove and accompanied her to the hospital. When they arrived at the hospital, her heart rate was taken and was 130. She was given dextrose and normal saline. She was there from 3am of january 15 until 6am of the same day. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.